Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, adhesive deterioration and separation on the thread-wound sections, light guide lens had fragments of foreign matter, and brightness performance was affected due to the dirt of the light guide lens. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during testing upon receipt of the evis lucera duodenovideoscope, the following defects were found, light guide lens had fragments of foreign matter affecting the overall brightness performance, and the scope angle rubber vinyl deteriorated. It was reported that no procedure was involved. There was no patient involvement reported with this event.